Event description:
Pulmonetic systems, inc. Received a note with the unit, on 06/02, reporting the following problem: stopped working while on pt. Multiple attempts were made to obtain further info regarding the event. All of which were unsuccessful.